Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint ¿cadiere blade broke off¿. Failure analysis found the primary failure of broken "cadiere blade broke off¿ to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.210" x 0.675" was found to be broken off the yaw pulley. The broken piece was returned. The root cause of broken instrument grips -tips is typically attributed to the misuse/mishandling, such as excess force applied to the instrument jaws. A remotefe review showed that the cadiere forceps with lot number n 10200803-0194 was last used on system sk 1559 on (B)(6) 2021. Per logs, the instrument had 7 uses remaining.

Event description:
It was reported that during a da vinci-assisted paraoesophageal hernia repair procedure, the customer reported that the cadiere forceps blade broke off and was retrieved in the same procedure. A backup cadiere forceps was used. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with site robotics coordinator (roco) and obtained the following information: the issue occurred when the surgeon was trying to retract tissue. The roco isn't sure what tissue the surgeon was retracting. The fragment was removed by another cadiere forceps that was installed after the issue occurred. The surgeon is sure he removed the fragment and there was no post-operative x-ray/us done to confirm this. The instrument was inspected before use and there was nothing out of the ordinary seen. There was no loss of function of the instrument, no collision of arms/instrument nd the surgeon is not aware what caused the instrument to break.